Event description:
Report received from distributor that a patient reportedly became disconnected from the ventilator (tubing disconnected from exhalation valve) and no alarm sounded. The patient's pulse oximetry level was reported to be 53% and subsequently the patient allegedly suffered brain damage due to hypoxia. Additional information received as follows: doctor's report received. Diagnosis=hypoxic brain damage following an unnoticed disconnection from the respirator; the surgery physician expressed that he suspected hypoxic brain damage. No further therapeutic or diagnostic measures initiated due to unfavorable underlying disease. The distributor's report as follows: both devices were tested and no problems found. An oximeter was available but not reportedly used at the time of event. The caregiver reported that the patient had copious amounts of secretions and that the patient should have been suctioned. Copious secretions were reported in the circuit at the time of the event. Caregiver reportedly stated that the patient's diagnosis (from event) was no different from the diagnosis made when the patient was first placed on the ventilator in 1998. It is unknown as to the amount of time the patient was reportedly disconnected.